Event description:
It was reported that an unspecified system error occurred during use on the homechoice. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1087 was identified during a review of the event history log. The device underwent visual inspection, functional testing, and simulated therapy and a faulty power switch was found. The cause of the condition was determined to be faulty power switch. To correct the condition, the power switch was replaced. Should additional relevant information become available, a supplemental report will be submitted.